Event description:
It was reported that in the middle of an interrogation, the programmer pen suddenly stopped working and the programmer was shut down without ending the device check properly. One hour later the physician tried to interrogate the monitor again without success even with two different programmers. The next day the monitor was able to be interrogated with no problems and all the history was available. The monitor and programmers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 2090 model line item represents three different programmers, the serial numbers are unknown. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 2090 model line item represents three different programmers, the serial numbers are unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies.